Manufacturer narrative:
E1 - phone number: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error b30 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: both the customer¿s allegation and the newly identified malfunction occurred due to an error in scope identification data. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not produce an image. The issue occurred during preparation for use and there were no reports of patient involvement.